Event description:
It was reported that as a result of a legal action that, "... The stryker product is responsible for any medical mishap with this pt. It was further reported that, "the pt underwent left hip replacement surgery on (B) (6) 2006."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.